Event description:
Patient had a trochanteric hip fracture which was previously treated with a gamma3 nail. The doctor said before the case on (B)(6) that the patient had malunion. At some point between the original surgery and the surgery on (B)(6) the lag screw broke in the threaded region.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the screw breakage was confirmed. Failures in material or manufacturing of the affected lag screw were not found. On both breakage surfaces features of a forced fracture are visible. Damage found such as the deformed tips of the lag screw thread suggest that the implant had become in unintended contact with a hard (metal) object intra-operatively. Thus, it cannot be excluded that the breakage had been generated during implantation. Furthermore, the event description indicates that in this case bone healing was insufficient and malunion occurred. Nevertheless, in absence of medical records / surgery reports and x-rays, a precise root cause of the reported event could not be determined. No non-conformity was identified.

Event description:
Patient had a trochanteric hip fracture which was previously treated with a gamma3 nail. The doctor said before the case on (B)(6) that the patient had malunion. At some point between the original surgery and the surgery on (B)(6) the lag screw broke in the threaded region.